Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a deep wound on the front right side of the patient's body. It was reported the skin was breaking down. There was no alleged device malfunction contributing to the irritation. The patient's nurse removed the device to allow the irritation to heal. Follow up indicated the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a deep wound on the front right side of the patient's body. It was reported the skin was breaking down. There was no alleged device malfunction contributing to the irritation. The patient's nurse removed the device to allow the irritation to heal. Follow up indicated the irritation improved. Supplemental report 9/16/2021.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.